Manufacturer narrative:
(B) (4): physio-control determined the cause of the pre-mature internal hlc battery depletion to be an electrically leaky filter, designator fl9, from the analog pcb assembly. Electrical leakage depleted the internal hlc battery due to process residue on the pcb board surface. A replacement device was provided to the customer.

Event description:
A distributor reported that the customer device originally had the wrench and battery icons illuminated. The battery icons were cleared with installation of the charge pak(battery charger) but the wrench remained. Physio-control evaluated the device internal log and found that the internal hlc battery was depleted pre-maturely to a critical level due to a malfunction. There was no patient use associated with the event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.